Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the ventilator did not fail to meet its specifications at the time of the event. The root cause was a defective adapter of the oxygen hose. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The report from hospital say: the patient started receiving ventilator-assisted ventilation from 19:36 on (B)(6) 2021 due to intestinal rupture and septic shock. At 10:00 on (B)(6) , endotracheal incubation was removed, and high-flow oxygen therapy was given. At 1:30 of(B)(6) , the oxygen adapter was cracked. Hamilton-c1 made in oct. 9, 2020.